Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined at this time. The k-203 instruction manual in the ¿inspection of the guide sheath¿ and ¿appearance inspection¿ sections¿ warns users ¿make sure that the gs stopper has not moved out of position. Make sure that the instrument is free from any disconnected or loosed parts.¿

Event description:
Olympus was informed that during a diagnostic bronchoscopy procedure, (sg-201c) the fluoro marker from the guide sheath was pushed out into the patient. The device fragment was retrieved with forceps. There was no unusual bleeding observed. There was no indication of an issue prior to the breakage. There was no medical or surgical intervention required. The physician was able to complete the procedure using the same equipment. The patient was discharged home in good condition. Additionally, the user facility reported that the kit was inspected prior to use with no abnormalities noted.